Event description:
It was reported that the bd alaris smartsite low sorbing set experienced component separation. The following information was provided by the initial reporter: as line was attached to patient piv and start running n/s noticed the filter is separated/broke.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing set experienced component separation. The following information was provided by the initial reporter: as line was attached to patient piv and start running n/s noticed the filter is separated/broke.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-23. H6: investigation summary: a complaint of tubing separating was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. Separation was noticed at the filter connection site to the top half of the set. No solvent was observed on the tubing or on the filter. A device history record review for model 10013902 lot number 21069794 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The separation was caused by a lack of solvent on the tubing making it easily separable. H3 other text : see h10.